Event description:
The report received from the study indicates the patient experienced an acute myocardial infarction following the index procedure. At 6-24h post procedure, peak ck was 3 times above normal levels (unl), peak ck-mb was >5 times above unl, and troponin was >5 times above unl. At 24h to discharge peak ck was 2 times above unl. ECG anterior t wave inversion was more pronounced post procedure than pre-percutaneous intervention (pci). The patient also experienced unspecified pain during and post index procedure. There was no evidence of stent thrombosis and re-pci was not required. This event was reported as unlikely related to the cordis devices and probable related to the index procedure.

Manufacturer narrative:
This patient was randomized to the study registry for one vessel disease. A staged procedure was not planned. The indication for the index procedure was an acute anterior myocardial infarction >24 and <72 pre procedure. Highest killip class from hospital admission to pci was I. The target lesion was the proximal left anterior descending (lad). The vessel was a native coronary artery. Two cypher select plus stents were implanted. The first stent was followed by another stent. No additional procedural details were provided. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00897 and 9616099-2008-00898. Please note: device(first) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.